Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The rv lead was experiencing high thresholds since the initial implant. After looking under fluoroscopy and the patient having a echo, physicians noticed that the lead perforated the heart. The lead was repositioned without any complications and this rv lead remains actively implanted.